Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she had not used/charged the ipg in approximately two months. The patient is currently unable to establish communication with the ipg using external devices. Surgical intervention is planned to address the issue.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2019 wherein the scs ipg was explanted and replaced. Stimulation has been reportedly restored to the patient. The issue has since been resolved.